Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering found various mechanical tears and holes burned through the silicone indicating that arcing events had occurred. The majority of the damage is contained within one half of the tip cover silicon, between the two parting lines. The holes are all under .020 inches in size with varying shapes (oblong and round) and are located .065 inches to .325 inches above the silicone to sleeve interface. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength, with dielectric strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
A monopolar curved scissors instrument was returned with a tip cover accessory installed. No information was provided. No patient harm, adverse outcome or injury was reported.